Manufacturer narrative:
Film evaluation summary: the reported broken stent graft could not be confirmed on the films provided; therefore the cause of the event could not be determined. Post-implant CT¿s were not available for review; therefore, a thorough assessment of the stent graft in-vivo configuration could not be performed. Only a single imaging view point (a-p) was observed in the still provided; thereby, making determination of the stent graft positioning within the angulated aortic neck difficult. It is possible that the angulation noted may have led the stents along the outer curvature to be positioned further apart than the rest of the main body stents. It is also likely that heavy calcification in this area may have affected the positioning of the stents in this area. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues but a device cannot be conclusively ruled out on the limited film provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 63.6mm abdominal aortic aneurysm. It was reported that during the index procedure, during the deployment of the bifurcate main body and when the graft cover was being retracted. It was reported that there was an abnormal spacing observed on the graft and it looked like the device had broke. This device couldn't be removed at this stage, so the physician had to reline the area of the device failure with another graft, the procedure was then completed. As per the physician the cause of the event is a broken device. No additional clinical sequelae were provided and the patient is fine.